Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation; it was connected to an unknown set. Visual inspection revealed a damaged male luer lock adaptor. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pca combination anti-siphon set had its tubing break near the male luer. The set was being connected to an unknown pca (patient controlled analgesia) pump when the tubing broke off at the patient end. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Cardinal field service representative for health partners. Should additional relevant information become available, a supplemental report will be submitted.